Manufacturer narrative:
All available information indicates that the device remains in service. There is no additional information available. If additional information becomes available the event will be updated. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific crm received information that during the implant of this cardiac resynchronization therapy defibrillator (crt-d), after ventricular fibrillation (vf) was induced, the device undersensed the rhythm and did not treat the induced vf. It was noted that the sensitivity was set to 1.5 mv and the measured vf waves were noted to be approximately 0.4mv to 0.8mv. Technical services discussed that if the device did not declare an episode then it would not store anything and since the sensitivity was at 1.5 mv and the vf waves were below that then it was not surprising that the device would not see it. Ts discussed they do not recommend testing at 1.5 mv, but rather keep at nominal and measure vf waves and then it would be physician discretion as to what they want to do from there. Additional information was provided that the sensitivity was adjusted during implant, and no further issues of undersensing were noted, and dft's were successful. No adverse patient effects. The device was noted to have been tested the next day, and all measurements were good. Additional information indicates that the device was explanted for normal battery depletion (nbd). No adverse patient effects were reported.